Manufacturer narrative:
Date of event is estimated. The stent remains implanted in the patient; the delivery system was not requested as it is presumed to have been discarded since the stent was implanted in a prior procedure at an unknown date. As lot number was not reported, lot history review was unable to be conducted. A risk assessment review indicates that restenosis is captured as a foreseeable event. A review of cobra pzf instructions for use (IFU) was conducted. Restenosis is listed in the IFU as a known potential adverse event. The investigation is not yet complete. A follow-up report with additional relevant information will be submitted. The other cobra pzf stent mentioned is being reported under a separate manufacturer report number.

Event description:
A male with a complex coronary artery disease underwent percutaneous coronary intervention (pci), at an unspecified date, for treatment of stenosis in the ostial marginal coronary artery via deployment of two cobra pzf nanocoated stents (sizes unspecified). The patient was re-hospitalized (estimated date of (B)(6) 2019); angiography showed multiple-vessel coronary artery disease, as follows: left anterior descending (lad) / diagonal: chronic occlusion of the ostium of the proximal lad. Chronic occlusion the mid lad. Chronic occlusion first diagonal. Chronic occlusion of the second branch of the second diagonal. Significant restenosis of the ostium of the marginal from the right edge at the site implantation of both cobra stents. Right coronary artery (rca): significant short stenosis of the proximal portion of the distal right coronary artery. Absence of restenosis of the distal part of the distal right coronary artery at the site of implantation of a bare stent. Reportedly, this was a difficult clinical case, with very fragile coronary, and the patient has already been bypassed. Additional information was requested, but has not yet been received.